Manufacturer narrative:
This issue will be continued in MFR # 3006705815-2019-02441 & 3006705815-2019-02442 due to the incorrect manufacturing site being listed on this report.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-06319. This report is related to an ireland patient. It was reported the patient has been experiencing increased temperatures, sweating, and difficulty sleeping when stimulation is on. In turn, the patient may undergo surgical intervention to address the issue.